Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00765279 case subject: npi 8100 error 260.4130 account name: childrens mercy hospitals & clinics account #: 1100800 asset name: 8100 pump module 9.17.0.22 asset location: contact: dylon custer contact email: contact phone: (B)(4). Contact mobile: patient or user involvement: no patient or user harm: no case description: dylon had error 260.4130 on lvp8100 sn (B)(4). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I recommended dylon to replace motor control board. Assisted with part number. Dylon will consider the option to send unit in for flat fee repair as well.